Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with palpitations, and the atrial lead exhibited high thresholds and decreased p-waves. A chest x-ray was performed, and it was determined that the lead had dislodged. The lead was initially reprogrammed, and was later repositioned and remains in use. No patient complications have been reported as a result of this event.